Manufacturer narrative:
Concomitant medical products= alinity I hs troponin 2; list 08p13-24; lot 09369ui00; alinity I processing module; list 03r65-01; sn (B)(4). Name and address: address = (B)(6). All available patient information is included. No additional information was provided. Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: discontinue reporting results until troubleshooting is complete, provides instruction for inspecting the alinity ci- series bulk solution level sensors and the actions to take if a crack is found, and if the level sensor is not cracked, to reference the alinity ci- series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci- series bulk solution level sensor.

Event description:
The customer reported falsely depressed alinity I troponin results on two patients. The results provided were for only one patient: on (B)(6) 2020 on serial number (B)(4), (B)(6) = <10ng/l / 471.9 / 509.4ng/l; on serial number (B)(4) = 485.3 / 491.4ng/l(diagnostic cutoff female = 15.6pg/ml(ng/l). After inspection of the instrument, the customer noted that the trigger solution was empty, error code 1403-unable to process test final read error and the results went to exceptions. The customer replaced the level sensor and no further errors were generated since replacement. There was no reported impact to patient management.